Manufacturer narrative:
The reported event involving a pcu / pump module ¿some devices were found to have cotton fibers entangled in the connection points/spines of the iuis, as well as noted corrosion during the bd clinical practice site visit¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that some devices were found to have cotton fibers entangled in the connection points/spines of the iuis, as well as noted corrosion during the bd clinical practice site visit. It was found that the customer is using diversey oxivir tb wipes which are not an approved cleaning/disinfectant product for use on the alaris devices. It was later validated that there was no patient involvement.